Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported unknown side breast implant rupture. This relates to an unknown side. Device status is unknown.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Patient reported, left side rupture. Device has been explanted. Manufacturer of device is unknown.